Manufacturer narrative:
(B)(4). Previously reported (B)(4) was found to not apply upon further evaluation of the event.

Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d17878, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n334554, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n340428, implanted: (B)(6) 2012, product type: screening device. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a change in therapy. The patient was "getting these electric shocks in my back and neck." The patient stated that "it's right where the stimulator is" and noted that the shocks "are pretty intense" and "the stimulator isn't even on when it happens." The patient had fallen at work in (B)(6), but did not believe this had anything to do with the shocking sensation being felt now. The patient indication included non-malignant pain, and failed back surgery syndrome. Follow-up was performed to determine what lead to this occurring, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.